Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter legs crossed on deployment. One filter they were able to straighten out legs in cava and left in patient. The second filter they retrieved because they could not get legs uncrossed. The third filter they deployed on backable and its legs were also crossed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned two filters; the customer did not return any other supporting devices. Argon evaluated this issue and did not find any damage to the devices. Both filters were placed in warm water for 2-3 seconds, and both filters opened normally without any issue. The product complaint mode could not be duplicated during the evaluation, and the complaint could not be confirmed. No further evaluation is needed at this time. No corrective action is required at this time because a manufacturing defect cannot be confirmed.

Event description:
Filter legs crossed on deployment. One filter they were able to straighten out legs in cava and left in patient. The second filter they retrieved because they could not get legs uncrossed. The third filter they deployed on backable and its legs were also crossed